Manufacturer narrative:
Concomitant medical products: product ID a810 serial# unknown product type software. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the company representative (rep) stated that the patient was refilled yesterday and at that time the pump was alarming for low reservoir. The pump was refilled, and the reservoir volume was updated however, the patient stated they continue to hear the alarm. The rep read the pump today and there were no alerts for an alarm however it was showing an active alarm. Reviewed how to silence alarm and update the pump. The rep was unsure what version of a810 software hcp was using. Requested tablet logs from the hcp's tablet for yesterday. The rep confirmed that the healthcare provider (hcp) has the updated version 2 a810 software.